Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact, and the device was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, a battery loss alarm test, the device passed testing. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivery. The pump was tested and was found to be functioning properly and delivering within specification. The product is beyond a year from manufacture and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
(UDI) and PMA/510k are unknown; no further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported, while in use with a patient, the pump had an issue that 'there was no way to administer the medicine well'. There was no patient injury and no medical intervention was required.